Event description:
The customer observed falsely depressed sodium, potassium, and chloride results generated on the alinity c processing module for multiple samples. The following data was provided (customer provided reference ranges: sodium is 136 to 145 mmol/l, potassium is 3.5 to 5.1 mmol/l, chloride is 98 to 108 mmol/l; units of measure for sodium, potassium, and chloride are mmol/l): (B)(6) 2022 sid (B)(6): initial potassium = 1.7, repeat = 4.2; initial chloride = 60.4, repeat = 98.9, (B)(6) 2022 sid (B)(6): initial potassium = 1.4, repeat = 3.8; initial chloride = 60.6, repeat = 101.2, (B)(6) 2022 sid (B)(6): initial sodium = 102, repeat = 137, (B)(6) 2022 sid (B)(6): initial potassium = 2.2, repeat = 5.4, (B)(6) 2022 sid (B)(6): initial potassium = 1.4, repeat = 4.5, (B)(6) 2022 sid (B)(6): initial potassium = 1.8, repeat = 3.9; initial chloride = 66.8, repeat = 98.8, (B)(6) 2022 sid (B)(6): initial sodium = 114, repeat = 138, (B)(6) 2022 sid (B)(6): initial potassium = 1.9, repeat = 4.8; initial chloride = 64.6, repeat = 103.8, (B)(6) 2022 sid (B)(6): initial chloride = 83, repeat = 120.7, (B)(6) 2022 sid (B)(6): initial sodium = 115, repeat = 140, (B)(6) 2022 sid (B)(6): initial potassium = 2.5, repeat = 4.2, (B)(6) 2022 sid (B)(6): initial potassium = 1.7, repeat = 3.8, (B)(6) 2022 sid (B)(6): initial chloride = 56.2, repeat = 105, (B)(6) 2022 sid (B)(6): initial potassium = 1.6, repeat = 5.0; initial chloride = 57.7, repeat = 104.3 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section patient identifier: sids (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the ict module probe was dirty. The fsr replaced the ict module which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets for (B)(6) that was opened due to erratic sodium, potassium, or chloride results except for the ict module replacement documentation. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict module was identified.